Manufacturer narrative:
(B)(4). Physio-control has made multiple attempts to contact the customer, including written correspondence for the status of the device return. However, none of these attempts have been successful. The device has not been returned to physio for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powers off when they attempt to deliver defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control followed up with the customer, a biomedical engineer, and they confirmed that the device was repaired by a third party repair service. The third party repair service repaired the device by replacing the therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powers off when they attempt to deliver defibrillation therapy. There was no patient use associated with the reported event.